Manufacturer narrative:
The device was not returned for analysis as it was implanted in the patient. Please note that based on the reported information, it was not stated what stent device was used in the patient with the blurred vision. The event occurred post intervention. There was no report of a device malfunction or issue. Per the instructions for used of the solitaire: indications - the solitaire¿2 revascularization device is intended to restore blood flow by removing thrombus from a large intracranial vessel in patients experiencing ischemic stroke within 8 hours of symptom onset. Patients who are ineligible for intravenous tissue plasminogen activator (IV t-pa) or who fail IV t-pa therapy are candidates for treatment.

Event description:
Citations: y-configured, dual stent-assisted coiling of 12 basilar apex aneurysms. J piao1, l qi1, c xuan1 and y zhongxi. Interventional neuroradiology 21(1s). Medtronic received report through literature review. 12 patients were treated for basilar apex aneurysm. Neuroform and solitaire stents were implanted in these patients. 11 of 12 cases had excellent clinical outcomes. There were no procedure related events. 2 days post intervention; there was one case of neurologic disorder. Clinical symptom was blurry vision. After 10 days positive pharmacotherapy, the clinical symptom recovered well.